Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the adverse event. Based on the information gathered, there is no indication that the device directly caused the adverse event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate an unrelated issue with intermittent bipolar output, which occurred during the same procedure. Based on the field evaluation, this reported issue was not confirmed. The integrated electrosurgical unit (iesu) reportedly showed a "?" On the screen, with no bipolar output. Per the fse, the issue seemed to have resolved by reseating the cable, and normal operation of the iesu was confirmed. The system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right partial nephrectomy procedure, when the vascular clamp was removed from the renal artery to check hemostasis, the surgeon found more bleeding than was expected. This occurred after a 5 cm tumor was removed and the renal parenchyma was sutured. The surgeon controlled the blood flow with a "relax clamp," and hemostasis was ultimately achieved via the use of sutures and octopus seals. The total amount of bleeding was 1150 cc, which the surgeon confirmed was within the expected range for the procedure. Because the patient was young, and their vital signs were stable, the anesthesiologist determined that a blood transfusion would not be necessary. The procedure was successfully completed. It was unknown if the patient experienced any post-operative complications, and their current status was unknown. Per the surgeon, the effect of the issue on the patient's health was blood loss. Per the surgeon, this event was unrelated to the use of the da vinci system, instruments, and/or accessories. No malfunctions of an intuitive surgical, inc. (Isi) product occurred. It was unknown if the system, instruments, and/or accessories were inspected prior to use and whether or not there was any damage or anything out of the ordinary found. No unexpected movements of an intuitive product occurred. No anatomical factors caused or contributed to the bleeding. During the same procedure, there was also an unrelated issue with intermittent bipolar output, which did not cause or contribute to the bleeding, per the surgeon. However, they could not rule out the possibility that the intermittent energy increased the amount of blood loss. They suspected that there was an internal break in the blue energy cable.